Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the test strip was inserted into the meter. At the time of the call the customer reported feeling a little jittery; medical attention was not needed at the time of the call. Customer verified the strips were not left out of the vial too long and the strip vial cap was never left open. Strips are stored in the original vial. During the call on (B)(6) 2018, customer attempted to retest using a new test strip and result obtained was the e-3 error message. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date was undisclosed.